Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit premature battery depletion, and a battery depletion code was emitted. Boston scientific technical services (ts) states bd alert is most likely due to a premature depletion. No new data reported so device replacement as soon as possible is recommended. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit premature battery depletion, and a battery depletion code was emitted. Boston scientific technical services (ts) states bd alert is most likely due to a premature depletion. No new data reported so device replacement as soon as possible is recommended. This device remains in service. No adverse patient effects were reported.